Event description:
Caller reported that the quick bolus and wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller on proper button-pressing techniques, assisted with removing the pump from its case, and ultimately decided to replace the pump. The caller was advised to use mdi as a backup therapy to prevent interruptions in insulin delivery, instructed on putting the pump into storage mode, and arranged for the return of the device using a pre-paid label within 10 days.